Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device exhibited eleven inappropriate shocks which appeared to be delivered due to a sinus tachycardia. A request for technical review was needed. Technical services (ts) reviewed the remote monitoring data and noted that the reason the device proceeded to therapy was that onset/stability concluded potential dual arrhythmia and it would be a good option to ensure the zones are set appropriately. Ts programming recommendation will be passed on to the technician. No adverse patient effects were reported. This device remains implanted.

Event description:
It was reported that this device exhibited eleven inappropriate shocks which appeared to be delivered due to a sinus tachycardia. A request for technical review was needed. Technical services (ts) reviewed the remote monitoring data and noted that the reason the device proceeded to therapy was that onset/stability concluded potential dual arrhythmia and it would be a good option to ensure the zones are set appropriately. Ts programming recommendation will be passed on to the technician. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
This report is being filed to correct the patient identifier.